Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016, when they allegedly obtained inaccurate high results of "500mg/dl" with the subject meter. It is unknown if the results would/would not meet lifescan's precision criteria as the comparison is against their feelings and/or normal readings. The patient stated she manages her diabetes with other diabetes medications ("medphormine, glibminicine 5ml, triaeayenta"). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged an increase dose of medication on (B)(6) 2016. The patient denied developing symptoms as a result of the issue; however received hcp treated with insulin during a doctors office visit. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being ruled-out as reportable event due to the following conclusion(s): the patient developed no signs/symptoms suggestive of severe hypoglycemia or hyperglycemia and there is no indication that the subject meter caused and/or contributed to serious injury. The treatment which was administered by a healthcare professional correlated with the meter readings which the patient felt were higher than normal. In addition, there is no evidence that the subject meter malfunctioned.